Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at lcd window corners, reservoir tube and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.